Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5095993. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient stated that after five hours of use she experienced unbearable irritation and itching. This caused her to scratch the area due to discomfort, and it became reddened and weeping; the wetness caused the patch to fall off. This left her skin peeled, irritated and infected, with a rash that felt like sandpaper. She stated that har arm became infected and had resulted in scarring. No additional patient or event information is available.